Event description:
The report we received from the field indicated that the stent delivery system (sds) had an air leak, which led to prepping difficulty. Further info indicated that the product was being negative prepped at the lesion site when the air bubbles kept coming back into the insuflator. The sds was removed and the condition was presistent. Apparently, the air leak increased when the doctor manipulated the hub-catheter junction. Consequently, the product was hand over and the procedure was completed using a taxus and no patient injury was reported.

Manufacturer narrative:
The device has been returned for evaluation, but as of to date, the evaluation has not been concluded. Additional information will be submitted within 30 days upon receipt.